Event description:
It was reported that the patient was complaining of a lead pulling sensation and pain at the generator site prior to replacement surgery. Patient had to use two hands to push on generator and inward order to relieve pain. The patient had their generator replaced and the new unit was repositioned (revised). Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure no other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.